Event description:
Cadd ms3 pump sn (B)(4) was infusing and then alarmed. No other information given. Patient does not want to use that pump and requested replacement. Patient does have functional back up pump and switched to it. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient//caregiver.